Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The pc had been replaced, and the ssd had been reinstalled in the new pc. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for additional information that corresponds to annex a code, a0902. H2-3) the manufacturer representative (rep) went to the site to test the navigation system. The high definition multimedia interface (hdmi) display port vide cable was also replaced. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The monitor did not retrieve any video signal.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues at boot up with loading exams or entering procedures. There was no patient involvement.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, lot number: unknown and product ID: 9735823, lot number: unknown g2: foreign country - italy h3/h6: the system was serviced in the field and the issue was confirmed. The planning station didn't boot up properly and the monitor did not retrieve any video signal. Replacing the ssd and the hdmi/dp video cable did not resolve the issue. The old pc was sometimes able to boot up and could be used, but it needed a replacement. The full planning station will be replaced as soon as the new stealthviz license is be released from tech support for the new mac address. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.